Manufacturer narrative:
The used/damaged spectrum autopass needles are not expected for evaluation, as they were discarded at the user facility. Without the involved devices, an evaluation could not be performed and the root cause of the alleged "needle tip breakage" therefore could not be determined. This lot with the UDI (B)(4) was manufactured on 20-jan-2016 in a lot of (B)(4) units. There have been no other complaints received for this item and lot number combination. A 2-year review of complaint history shows there have been a total of 44 reports of tip breakage. During this same time frame, approximately (B)(4) units have been sold worldwide, making the rate of occurrence for this failure mode (B)(4). To date, there have been no patient long term adverse effects resulting from this type of incident. This failure mode is addressed in the dfmea and the risk analysis has been deemed acceptable. The needle shaft and blade are made of 96se508 super elastic nitinol. A material routinely used in the manufacture of medical instruments with a long history of safe and effective clinical use. Nitinol is used in vascular stents, valve patches and orthodontic devices. To reduce the risk of needle breakage and patient injury, the information for use (IFU) provides the user with the following warnings: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. If tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. If the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result. Do not use disposable suture passer needle for more than one (1) procedure. Reuse could cause fatigue and/ or breakage of the needle, which may cause possible patient injury. Device was discarded at user facility.

Event description:
The user facility reported that during use of a spectrum autopass suture passer, the tip of two (2) spectrum autopass needles broke after a few passes and were not retrieved. The event occurred during a shoulder arthroscopy rotator cuff repair. It is noted that this surgeon routinely turns the arthroscopic surgery into an open procedure to complete. The surgery was successfully completed using another autopass needle with no further complications or patient injury. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.